Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: customer states that the blood control valve failed and that blood poured out from cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 4/15/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received eight unopened units and one empty package. All eight units were tested for leakage beyond the septum and inspected for damage to the septum. Prior to testing, units were inspected for the actuator being pushed through the septum and no defects were found. The units were tested for leakage beyond the septum but no leakage was observed. The units were dissected to microscopically inspect the septums. No damage or tearing of the septums was observed. Since all units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: customer states that the blood control valve failed and that blood poured out from cannula.